Event description:
Info rec'd indicates that when the octopus evolution package was opened, one of the suction pod sections was curved inward. When the surgeon bent it outward, the arm disconnected from the device. There was no reported injury to the pt.

Manufacturer narrative:
H6:evaluation: device history review. Device history review found the product met specifications when released for distribution, other: head-link u-tube assembly. Conclusion: cause of event cannot be determined. H3: analysis: visual inspection of the returned product shows one set of suction pods is detached from the wire-loop headlink, as reported by the user. Product labeling contains instructions for the user, including illustrations, for the proper use of the device per its labeled indications. A caution included in the IFU states "repeated bending of the tissue stabilizers may compromise device peformance." Conclusion: the device, as returned, was out of specification and was related to the event. We are unable to determine the exact cause of the event. There was no reported effect to the pt.